Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully with the same device.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the motor pins were burnt. The bearings, motor, and driveshaft, along with other components, were replaced.